Event description:
User facility reported device was programmed for use with patient (B)(6) 2014, to infuse 100ml of morphine at 2.4mg/hr (concentration: 5 mg/ml). Patient expired (B)(6) 2014. No further information is available at this time.

Manufacturer narrative:
Device evaluation: the suspect device was received for evaluation. Functional testing of the pump's delivery accuracy found that pump delivered within the published delivery specification of +/-6%. An evaluation of the pump's event history log found that the pump's programmed parameters were changed from a rate of 2.40 mg/hr to a rate of 6.00 mg/hr during the day of (B)(6) 2014; this program ran for 16 hours into the morning of the next day ((B)(6) 2014). The program was changed the next month on (B)(6) 2014 with all the delivery parameters being set to zero. Thus, the pump's program was changed during the time of delivery. It could not be determined who performed the programming changes. As the pump was found to perform within specification, there was no evidence found to suggest the event was caused by any intrinsic device problem. This information was entered into the manufacturer's complaint database for tracking and reporting purposes.